Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a unk procedure, the threaded stud was found to be broken on the handpiece broke. Another device was used to complete the case. No pt consequence.